Event description:
A malfunction occurred with the customer's equipment, but there were no notable events prior to the incident. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any future issues arise.